Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a signal artifact monitoring (sam) episode that does not show the respiratory rate trend termination algorithm. No out-of-range measurements observed. During the recorded sam episode, atrial under sensing was observed. The crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.